Event description:
My dexcom g7 sensor has been consistently over up to 40 points off from manual blood sugar checks. During the night, I was unable to sleep because of the inaccuracies. The g7 sensor kept showing my blood sugar was around 175, causing my insulin pump to give me additional insulin. In actuality, my blood sugar was in the 90's. Had I not been closely monitoring this error would have caused me to have a significant low, resulting in a diabetic seizure or even death. This problem is widespread across g7 sensors and users, and it needs to be pulled from shelves immediately.